Manufacturer narrative:
The stent was positioned on the balloon at the proximal marker band as per specifications. The distal section of the stent had stretched over the distal markerband due to deformation of the stent. Deformation was evident to distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified, moderately tortuous lesion exhibiting 90% stenosis located in the mid left anterior descending artery (lad). The device was inspected with no issues noted. The lesion was pre-dilated. Negative prep was performed without issue. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a 2.50x18mm resolute integrity stent. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.